Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the detector cannot rotate. Review of the log files showed idr motor and encoder error. Upon troubleshooting, the fse checked the post result, found the post showed the beam propeller axis version test failed, fse confirmed that the amc was defective. To resolve the issue, fse replaced the amc and performed the geometry calibration. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the detector could not rotate. The device was in clinical use at the time of the event and the procedure was stopped. No patient or user harm was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.